Event description:
A malfunction alarm was reported with the issue identified as malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump and instructed to continue using it, with a reminder to call back if the issue recurred. The customer acknowledged and understood the instructions provided.